Manufacturer narrative:
Evaluation results: inherent risk of procedure-failure to deliver the stent and stent deformation. Patient's condition affected effectiveness of device-highly calcified lesion/vessel. No results available since no evaluation performed- device or procedural images not provided for review. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation. Device failure/lack of effectiveness related to patient condition-highly calcified lesion/vessel. Unable to confirm complaint - device or procedural images not provided for review. (B)(4).

Event description:
Evaluation summary: the distal tip was flared, indicating that it may have been stubbed during advancement. A strut on the 10th proximal segment was raised and deformed. The 21st, 22nd, 23rd, 24rd and 25th proximal segments were misaligned.

Event description:
A resolute integrity otw drug eluting stent became damaged during an attempt to cross a highly calcified lesion. No clinical sequelae reported.